Event description:
Patient using a remunity pump reported the following: ascites [ascites] site pain in right upper arm [infusion site pain] left and plus one lower extremity edema [edema of lower extremities] skin reaction to quick set infusion set [infusion site reaction]. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).